Manufacturer narrative:
Results: the pet lock is intact. The pusher assembly is bent just proximal to the pet lock. The embolization coil was detached from the pusher assembly. The proximal constraint ball is still contained within the distal detachment tip (ddt) and the pull wire is in the capture feature of the ddt. The pe fibers connecting the coil to the proximal constraint sphere are broken. The embolization coil is mostly undamaged except for one kink in the coil winds. This damage is incidental based on the kink not being present in the pictures received by the distributor before being returned to penumbra. Conclusions: evaluation of the returned ruby pod revealed broken pe fibers between the proximal constraint sphere and the embolization coil. If the pe fibers are broken, the embolization coil may detach from the pusher assembly. If the coil is detached from the pusher assembly, resistance may be experienced when attempting to advance the coil. Cause of the pe fibers breaking was unable to be determined. The embolization coil had a kink which was likely due to the coil being returned unprotected within a plastic bag and is therefore incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of the pe fibers breaking.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using pod10s and a lantern delivery microcatheter (lantern). During the procedure, while advancing a pod10 into the lantern, the physician encountered resistance after advancing the pod10 past the hub of the lantern; therefore, the pod10 was removed. The procedure was completed using another pod10, four pod packing coils, and the same lantern. There was no report of an adverse effect to the patient.